Manufacturer narrative:
The following devices were also listed in this report: triathlon asymmetric x3 patella; cat# 5551-g-299; lot# vjwd, triathlon prim cem fxd bplt #2; cat# 5520-b-200; lot# bal7l, triathlon cr fem comp #2 r-cem; cat# 5510-f-202; lot# aly4x, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate one device was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Surgeon performed an I&d of an infected knee with a tibial insert swap.